Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The reported event that there was "exposed wires on the power supply box" was confirmed. The reported event of "patient heard a spark from the pes" was unconfirmed as the frayed power supply was not attempted with power during investigation. During investigation, the device was able to start up, send reading and pass all diagnostic test with no issue. The source of the reported event was due to frayed and exposed wires on the power supply.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported that they heard a spark from the pes. No visible spark was seen, this was only heard by the patient. The patient electronics device was replaced and there were no adverse consequences reported by the patient.